Manufacturer narrative:
Findings: passed displacement test, rewind test, basic occlusion test, prime/a33 test and motor test. Unit received with stuck motor error alarm loop during bolus delivery due to moisture damage on motor assembly noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during priming. Customer's blood glucose was unknown mg/gl. The customer does not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.